Manufacturer narrative:
As an angio-seal device was not used on this patient, the patient's subsequent infection cannot be related to the device.

Event description:
A medwatch for this event was originally submitted to FDA on 03/27/1998. On 04/02/1998 follow-up with the physician determined that this patient had not had an angio-seal device placed during the prodedure. Therefore, the serious injury (infection) was not related to the device.